Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had drive count and time values or changes incorrect for moving or coasting. Too slow or too fast. The customer blood glucose level was 440 mg/dl at the time of incident and the current blood glucose of the customer was 240 mg/dl. Customer reported that they was able to clear the alarm. Customer stated they were not able to rewound the insulin pump. Customer stated the insulin pump was not exposed to a high magnetic field. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test or verify rewind anomaly due to pump error 37 alarms.